Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic forceps tips stuck together and it could not move during the surgery. The procedure was completed on the same day and there was no report of patient harm and procedure details.

Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with outer blister and cover foil but without inner blister. The sample shows macroscopic signs of damage. The shaft is bent. The sample shows signs of surgery residues and is returned in a closed status. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. Due to the level of damage, the functionality of the force could not be tested. The level of damage as well, as the missing inner blister and the surgery residues indicating the product was used in surgery suggest that the deformation of the forceps arms was caused during the shipping process from the complainant to the investigation site. However, the point in time when the described damage occurred can no longer be determined conclusively. The customer¿s complaint is confirmed as the returned device shows significant deformation, but a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).